Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Reprogramming options were discussed but information to determine if intervention occurred was not able to be obtained. The lead remains in use. No patient complications have been reported as a result of this event.